Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a right suprarenal surgery, the clips did not close completely. There was no patient consequence.